Event description:
Pt was undergoing a laparoscopic cholecystectomy. Md was using an endoscopic teflon cautery extension which was hand-controlled. The dolphin nose dissector with cautery attached to foot pedal control was laying across the pt's chest. As the md fired the hand-held/operated cautery, the dolphin nose dissector/cautery fired, burning the pt's right forearm. Felt that event was user error-inadvertently hit and activated foot switch.